Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and provided the customer with a device exchange to resolve their issue. Good faith efforts (gfe) confirmed there had been muffled sound coming from the speaker. After the customer was provided a device replacement, the customer's issue was resolved. No further investigation or action is warranted at this time. Updated reporting decision: not reportable the customer reported that the speaker had muffled sound. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
The original unit was sent to a philips authorized repair facility (arf) for further evaluation. Diagnostic/functional testing was performed, and the results of functional testing indicate the speaker produced audible sound. Based on the information available and the testing conducted, the arf was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to have sound, it was replaced per current process. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was a loudspeaker fault. Audio was not confirmed. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
(B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.